Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the catheter and the guide wire were implanted but removed because there was something wrong with the guide wire. It was found that the front end of the guide wire was twisted/bent and could not be used. It was noted that the guide wire was coiled. The guide wire was not frayed. The guide wire being reported was the one included in the kit. There was no package damage. Nothing else unusual observed on the device. No other visible defects/damages found yet on the product. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was disinfected with iodine when the product was implanted. The product was replaced by other company product and the other company's catheter was re-implanted on the same day. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the catheter and the guide wire were implanted but removed because there was something wrong with the guide wire, it was found that the front end of the guide wire was twisted/bent and could not be used. It was noted that the guide wire was coiled. The guide wire was not frayed. The guide wire being reported was the one included in the kit. There was no package damage. Nothing else unusual observed on the device. No other visible defects/damages found yet on the product. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. No excessive force applied on the device. The insertion site was disinfected with iodine when the product was implanted. The product was replaced by other company product and the other company's catheter was re-implanted on the same day. There was no reported patient injury.

Manufacturer narrative:
Additional information: correction: e1 (street, city, region), e2, e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the photo noted one guidewire sticking out of a coil. It was reported that the guide wire was coiled. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the catheter and the guide wire were implanted but removed because there was something wrong with the guide wire. It was found that the front end of the guide wire was twisted/bent and could not be used. It was noted that the guide wire was coiled. The guide wire was not frayed. The guide wire being reported was the one included in the kit. There was no package damage. Nothing else unusual was observed on the device. No other visible defects or damages have been found yet on the product. The catheter was not repaired. There was no leak. No cleaning was used on the device. Tego was not utilized. There was no luer adapter issue. No excessive force was applied to the device. The insertion site was disinfected with iodine when the product was implanted. Flushing was done prior to use, and nothing was found. No other products were being utilized with the device. The product was replaced by another company product and this resolved the issue. The other company's catheter was re-implanted on the same day, and the procedure was completed. There was no blood loss. There was no medical intervention or treatment required as a result of the event. There was no reported patient injury.

Event description:
According to the reporter, during procedure, when the package was opened for use, there was something wrong with the guide wire, it was found that the front end of the guide wire was twisted/bent and could not be used. It was noted that the guide wire was coiled. The guide wire was not frayed. The guide wire being reported was the one included in the kit. There was no package damage. Nothing else unusual observed on the device. No other visible defects/damages found yet on the product. The catheter was not repaired. There was no leak. No cleaning used on the device. Tego was not utilized. There was no luer adapter issue. The product was replaced by other company product and re-implanted on the same day. The insertion site was disinfected with iodine when the product was implanted. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.